Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing of ventricular fibrillation (vf) that resulted in a delay in shock therapy. The rhythm was noted to be polymorphic with big/small amplitudes. Review of stored device memory noted six episodes were stored. A single shock was delivered in episodes four, five and six. It was noted that the patient was in vf for 106 seconds and the vf was converted upon delivery of the third shock. The episodes were simulated by engineers using the programmed settings of this device and the template that was in effect at the time the episodes occurred. With the field settings, the simulation replicated some undersensing similar to the stored episodes. Simulating with lower rate thresholds did not have an appreciable effect on sensing or episode outcome. However, disabling the smartpass feature in simulation reduced the time to declare tachy mode at episode onset and improved sensitivity to the lower amplitude peaks during the amplitude fluctuation of the arrhythmia. Technical services (ts) discussed the option of disabling the smartpass feature. No additional adverse patient effects were reported. This product remains in service.